Manufacturer narrative:
Complaint is confirmed. Upon visual evaluation, one of the jaws is broken. The most probable cause is by applying excessive force while grasping and manipulating tissue or when applying excessive leveraging forces. However, the broken piece was not returned for investigation. The laser marks are faded. The cause remains undetermined. Functional testing was not performed due to the damage to the device.

Manufacturer narrative:
The contribution of the device to the reported event could not be determined as the device was not returned for evaluation. The root cause of the event could not be determined from the information available and without device evaluation. If the device becomes available for evaluation, a follow-up report will be submitted.

Event description:
It was reported on (B)(6) 2023 by a distributor via sems that an ar-8943-23 lobster claw broke in half during the bony reduction. All fragments retrieved. Case involvement, device broke during use.